Event description:
It was reported that the patient passed away due to severe anoxic brain injury, generalized seizures, intractable status epilepticus and lennox-gastaut syndrome. The devices were explanted and returned for product analysis. A failure was observed during the analysis of the returned lead, it is not believed to be related to the reported death. The reported death is investigated and reported on manufacturing report number 1644487-2025-10713. This report will capture the observed lead issues. No other relevant information has been received to date.